Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Per user facility medwatch form #mw5082123 patient states: "I had a lap band for almost 10 years. I suffered from complications of the lap band for almost 8 of those years. Complications included pain at my port, excruciating cramps at my port, inability to perform abdominal exercises due to my port, inability to vomit (i.e. During stomach bug), painful hiccups, inability to burp, inability to eat many dense foods even when my band was empty. All of these things happened both while my band was filled and empty. I had no choice but to live with these side effects and complications because my insurance would not cover removal. Finally, I was able to pay for removal myself." Device is not available for return.